Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported left side deflation. The device was explanted.